Manufacturer narrative:
An internal investigation as performed for a two to three days delay in reporting vidas® cmv igg results. A patient was tested in (B)(6) 2018, and was retested in (B)(6) 2019. The vidas cmv results showed a significant decrease from 23 to 6 between the two testing time periods, which instigated a 2-3 day delay in reporting due to retesting. A review of quality control records confirmed there was no CAPA nor non-conformity linked to the customer's issue on vidas cmv igg, and no anomaly occurred during the manufacturing, control and packaging processes. A study of internal control charts for five internal sera on seven lots of vidas cmvg (including customer's lot) showed that all results were within specifications, and the customer's lot was in the trend of the other lots. The customer did not submit samples for evaluation. Six internal samples (two with igg titers close to the patient results, and one low, three high avidity expected results), and three fresh sera from blood donor samples (from efs "etablissement français du sang") characterized as positives in cmv igg (as primary infection), were tested with vidas cmv igg lot 1006918930/ 190925-0. All results obtained conformed to their expected results. There is no drift nor deviation for vidas cmv igg, lot 1006918930/ 190925-0, since batches release. An additional repeatability test with vidas cmv igg lot 1006918930 /190925-0 was performed with ten tests using internal samples (homogeneity pool). The repeatability test confirmed results on a low igg titer sample (mean 19.6 ua/ml and sd 8 % on10 values). Conclusion: vidas cmv igg lot 1006918930 /190925-0 results obtained on internal samples and blood donors samples conformed to their expected results. There is no drift and nor deviation for vidas cmv igg, lot 1006918930/ 190925-0, since batch release. Additionally, repeatability tests performed internally had conforming results on a low igg titer sample (mean 19.6 ua/ml and sd 8 % on10 values) the customer's anomaly was not reproduced internally. Performances of vidas cmvg lot 1006918930 /190925-0 was within expected specifications.

Event description:
A customer in (B)(6) notified biomérieux of a delay of two to three days in reporting vidas® cmv igg results. A patient was tested in (B)(6) 2018, and was retested in (B)(6) 2019 at the request of the treating physician (seven month interval). The vidas cmv results showed a significant decrease from 23 to 6 between the two testing time periods. The customer stated the shift in results instigated a 2-3 day delay in reporting due to retesting. The customer stated there was no incorrect result reported, no inappropriate treatment applied, and there was no harm to the patient. A biomérieux internal investigation has been initiated. Product reference 30204 is not marketed, sold or distributed in the united states. The u.s. Similar product is reference (B)(4).